Event description:
A report was received from (B) (6) hospital, (B) (6), on (B) (6) 2009, with additional information provided on 8/10/09, that an lec cart had malfunctioned during a routine inspection, and that the top compartment could not be readily accessed. No adverse outcome was reported as a result of this issue.

Manufacturer narrative:
Intermetro has asked that the unit be returned. We are awaiting a response if this will be possible. A maintenance guideline, including the procedure for lubricating this mechanism, had previously been created. It had been distributed to user facilities as well as distributors and sales force for review and implementation. This maintenance guideline, along with an explantation letter, was sent in august 2008 to all known facilities which had lec carts. Information was provided for users to obtain additional copies for all of their lec carts. The maintenance guideline was also attached to all new lec carts at the manufacturing facility.